Manufacturer narrative:
Product event summary: analysis found the release spring was damaged. Analysis also found the keyboard was scratched and one side bail cover was broken. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found a pin was stuck in the ventricular output connector. The upper case, lower case, ring cover, and lead flex cover were broken. Side bail covers, side bails, and ring bail were missing. The battery release was contaminated and the keyboard was scratched. Main printed circuit board connectors were open and closed. It was noted the main printed circuit board part number was installed incorrectly last repair. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.